Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/28/2016 - phone, 4/28/2016 - email, 5/6/2016 - email a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch lever was cleaned.

Event description:
The hospital reported that, during a case, the bag/vent switch was not operating as expected. There was no reported patient injury.